Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2018 during which the surgeon noted he dissected it off the inguinal ligament and the conjoined tendon. He noted that the mesh protruded posteriorly and was wadded into the preperitoneal space. When he was dissecting the mesh, he found that the colon was stuck to the mesh along with the cord structures. He determined that he was unable to remove the mesh so he left it inside and repaired the hernia. It was reported that the patient experienced severe pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 9/5/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/04/2024. Additional b5 narrative: it was reported that the patient underwent right inguinal repair on (B)(6) 2008 with prolene mesh implanted. It was reported that the patient underwent bilateral inguinal hernia repair on (B)(6) 2018 with prolene mesh implanted. During which the surgeon noted scarring from previous placed. It was reported that the patient experienced right groin discomfort, to recurrence of hernia. Post surgical bleeding, with incisional bloody drainage from the right inguinal hernia repair this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 11/01/2024 additional information: a1, a2, a6a, b7 corrected information: d4 (primary UDI #), d6a additional b5 narrative: it was reported that the patient underwent right inguinal repair on 8/18/2008 with prolene mesh implanted. It was reported that the patient underwent bilateral inguinal hernia repair on 10/16/2018 with prolene mesh implanted. During which the surgeon noted scarring from previous placed. It was reported that the patient experienced right groin discomfort, to recurrence of hernia. Post surgical bleeding, with incisional bloody drainage from the right inguinal hernia repair this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.